Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report, a similar device of the reported device was sold to the us; the reported device is not marketed in the us.

Event description:
It was reported that there was an issue with product np1012r - pin f/2-pin transm.fixati.d3.2mm wl70mm. According to the complaint description, the pin fractured and part of it remained in the patient's body. According to the surgeon, no problems had been found with the measurements during registration. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: d4 - batch, expiration date. D6 - device received. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: the shaft was inspected and showed no abnormalities. The fracture surface is smooth (indicating an abrupt break-off) and displays a typical structure of hardened material. The drill originates from the 2023 production batch. The hardness measurement was within the specified range. As the cutting edge was not available for evaluation, a complete assessment is not possible. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.